Event description:
Revision surgery - the patient was dislocating following hip replacement in 2014 due to malpositioned of the acetabular component. The surgeon removed the acetabular shell, and implanted a new one in better position. Screws were used to improve fixation, and a new liner was needed as well.

Manufacturer narrative:
The reason for this revision surgery was reported: patient was dislocating following hip replacement in 2014. The length of in vivo service was 6.7 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; summary of investigations: 1 for malpositioning, 1 for infection. This is the first complaint against this lot number. This root cause of this event is the result of a mal-positioned acetabular component that created a patient dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.